Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported suture separation was observed as a anterior needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - lot #: updated from unknown to 3062142. D4 - primary UDI number: updated from (B)(4).

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture broke occurred during knot advancement for the first proglide device. The foot of the second proglide device did not close despite the lever being closed resulting in a tear in the artery and bleeding. The second device was simply removed from the anatomy. A third and fourth proglide devices used; however, the knot would not advance. Finally a fifth proglide device was attempted; however, the foot also did not close. The pre-close technique was abandoned and surgical intervention at the scarpa's triangle was required to remove the fifth device, to achieve hemostasis and repair the tear in the femoral artery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.